Event description:
A physician reported a pt who was originally skin-tested on 17 january with negative results. On 14 july 1998, the pt was treated in the vermilion borders and the nasolabial folds. On or about 21 july 1998, the pt noticed a visible "tracking" of the collagen at the upper end of the left nasolabial fold up around the left nostril. At the time, the physician opened this site with a needle and syringe and expressed collagen material out of the site. No signs or symptoms of infection were noted. The pt also presented with lumpiness along the upper vermilion border. At that time, the physician attributed the symptoms to beading and overcorrection. By 29 december 1998, the symptoms had resolved. (The exact date of symptoms resolution was not known). On 29 december 1998, the physician believed the symptoms were probably hypersensitivity related.